Event description:
The user facility reported a 57-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During support, there was damage/kinking at the red impella plug. The three-point fixation was not intact and nurse re-secured it. It was further reported placement signal not reliable alarm. The nurse disabled audio and will be monitoring the motor current flows.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into product damage (hole in catheter) and the placement signal issues has been completed. The data stick was returned, but the device was not returned for investigation. Based on the clinical information provided, the root cause of the optical signal issue was most likely damaged optical fiber line per log and clinical review.

Event description:
Decision made to withdraw care, and the patient expired.

Manufacturer narrative:
B1 adverse event updated b2 updated to death b5 updated additional information for death h6 updated to include optical signal coding, death corrections that were made from the initial manufacturer device report number 1220648-2023-05319. B7 other relevant history, including preexisting medical conditions updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank in the initial report. G1 reporting contact email updated.